Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v251861, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported via a manufacturing representative that the device was removed two years ago when the patient's bladder was removed because it got worse. It was not clarified what got worse.